Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and was found to have a broken grip at the grip base. A piece appear it was still attached to instrument due to the conductor wire. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the force bipolar instrument tip broke off from the jaw. The broken instrument's tip has an exposed cable. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed no further details related to the reported event are known or available. On 03/19/2025, intuitive surgical, inc. (Isi) received user facility report mw5167503 stating: broken robotic instrument, force bipolar. Last known use (B)(6) 2025. No instrument failure form found with instrument. On visual inspection, tip of instrument broke off from jaw. Jaw is cracked. Broken instrument tip has exposed cable. 9/12 lives remaining. Instrument's UDI (unique device identifier) number listed under intuitive grip cable failure complaints (B)(4). Instrument to be returned to manufacturer.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.